Manufacturer narrative:
Patient weight and ethnicity: unknown, information not provided as customer indicated that no further information is available. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was bending/ folding up inside the preloaded cartridge. Only the cartridge tip made contact with the patient's left eye. The procedure was completed using another lens of same model and diopter. The patient has reportedly recovered. The original lens was discarded. No further information is available.